Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7; -8.0/2.0/094 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a shorter length lens. The cause of the event was reported as "lens too big; surgeon preference change". The problem was resolved.